Event description:
It was reported that during a follow up, alerts were displayed for possible output circuit damage and low impedance. The ICD and lead were explanted. The ICD was discarded in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.